Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. On (B)(6) 2017, the customer's husband found her unconscious at home, with the blood glucose of 29 mg/dl. He treated her with a glucagon injection and just kept checking her blood levels but she never went to the hospital. The customer also mentioned that on (B)(6) 2017, her blood glucose was 50 mg/dl and she treated with orange juice. She stated that she does not know why she was low and declined troubleshooting. The customer also mentioned that she had corrosion on her belt clip from battery leaks. The insulin pump and the belt clip are not returning for analysis.